Event description:
The customer reported that upon a patient coding, the central station did not receive alarms.

Manufacturer narrative:
The complainant reported that upon a patient coding, the central station did not receive alarms. Based on the available information provided by the customer, the patient coded and experience a vfib arrest, requiring intervention to prevent death. The event was witnessed by a nurse who was in the room at the time, therefore, no delay in response to this emergency occurred. The available information does not support that a malfunction occurred as at least one staff person admitted to seeing the alarm on the screen at the bedside, though the monitor tech stated, they did not hear an alarm. The event was then evaluated to determine if the philips equipment malfunctioned. Post incident testing of the device found it operating to specifications. Review of the alarm logs at the central station shows that alarms were being generated for this patient and were being silenced at the central station during this time period. Philips considers, from all available information, that both the central station and the bedside monitor functioned as intended and neither device malfunctioned. The user misunderstanding that there was no alarm at the central, when in fact, a user was silencing the alarms had no impact on the patient, since the clinicians were aware of the patient status and provided additional care as warranted with no delay. The available information supports that there was no adverse impact on the patient.